Manufacturer narrative:
(B)(4). As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this product was part of a system revision on (B)(6) 2015 due to infection and erosion. The procedure was undertaken in a surgical room as the patient was placed under general anesthesia. According to the local representative, there were no issues during the extraction procedure except for a temporary spell of low blood pressure, which was corrected by the anesthesiologist via IV drugs and fluids. The chronic implanted system was explanted. The patient adverse event was attributed to a patient condition (anesthesia reaction).